Manufacturer narrative:
(N)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (n)(4) a 3-way solution administration set that had air bubbles in the tubing during the administration of perfalgan. Further information has been requested from the reporter according to the call script but no other information is available at this time. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.